Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR tree due to being selected as reportable in error per customer advocacy. Complaint is not reportable per (B)(4).